Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service center evaluated the system error log and found no errors related to the issue. There was no part replaced to address this issue on the device. There was no repair made to address this reported issue on the device. Additional findings not related to the malfunction/issue was contamination found on the in-line proximal filter. A ventilator service required error was found on the system error log. There was no part replaced to address these issues on the device. There was no repair made to address this reported issue on the device. The following parts were proactively replaced due to the four-year preventative maintenance procedure: muffler assembly, air foam inlet filter, and particulate filter. After all of these parts (in-line proximal filter, muffler assembly, air foam inlet and particulate filters) were replaced, a functional test was performed on the device, which passed.